Manufacturer narrative:
(B)(4). The events of uveitis, endophthalmitis, vision loss, high intraocular pressure, exposure, and hyphema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformance's noted.

Event description:
Patient representative reported patient had a recalled lot number of a xen®45 gts implanted into the right eye. Approximately 5 months post-op, patient developed eye pain, redness, upper lid swelling, difficulty with seeing out of the right eye, watery eyes, light sensitivity and was admitted to the hospital. Healthcare professional (hpc) noted patient had redness of sclera, tearing, diagnosed to have blepharitis. Treatment included tetracaine, levofloxacin and fluconazole with eye drops azopt, combigan and travatan z. Patient was seen at a retina specialist clinic and was diagnosed with endophthalmitis (including symptoms of hypopyon, eye pain, redness, corneal edema, lid swelling, and fibrin in anterior chamber), exposure, posterior uveitis (including symptoms of vitritis with vitreous debris, purulence and inflammation), hyphema, intraocular pressure (iop) at 69 mmhg caused eye pain and vomit, and loss of vision. Patient also had scarring (corneal pannus), corneal neovascularization, iris atrophy which are part of the scarring and resolution of the ocular infection, deemed not related to the device. Patient was treated with par plana vitrectomy (ppv) was performed, intravitreal antibiotics given, and samples for culture obtained. The culture noted with positive for streptococcus mitis. At last visit, patient right eye is stable with hyphema improving and iop is in the target range. Patient remains on eye drops prednisolone acetate, atropine, and brimonidine with levaquin and fluconazole by mouth. The device remains implanted. The reported events of scarring (corneal pannus), corneal neovascularization, iris atrophy which are part of the scarring are deemed not device related.